Manufacturer narrative:
Continued: section e phone: (B)(6). Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report based on the condition of the returned device. Not all components were included in the return (only one catheter returned). The returned catheter was returned with powder on the exterior but no visible buildup within and was returned attached to the device nozzle. However, the catheter has been cut, as referenced in the description of events, as the tubing measures only 94.0 cm. The device was returned with the on/off switch in the "off" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. A larger amount of powder was noted within the return packaging, on the exterior of all returned components, and within the device nozzle. The powder chamber was noted to only be about 1/4 filled. The co2 cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was present and in the correct orientation (slits facing the red activation knob). When tested with a new co2 cartridge and activation knob the device sprayed as intended both with and without the provided catheter attached. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the product said to be involved confirmed the report based on the condition of the returned device. The catheter was cut, as noted in the event description. The device sprayed as intended with a new activation knob and co2 cartridge, and no occlusions were observed. However, the report of a clogged catheter is considered confirmed. We could not conduct a complete investigation because only one partial catheter was returned for evaluation. This limits our ability to conclusively determine a cause. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Manufacturer narrative:
Continued: section e phone: (B)(6). The investigation is on-going. A follow-up emdr will be submitted within 30 days of receipt of new information.

Event description:
During an endoscopic hemostasis procedure in the rectum, the physician used a cook hemospray endoscopic hemostat. It was reported that the physician performed the settings according to the manual and sprayed, but no powder came out. Replacing it with a spare catheter yielded no change. It was confirmed that powder was clogged midway along the catheter. Since the target site was the rectum, the catheter was cut short, secured with tape to the outside of the endoscope, and inserted into the body. Spraying produced powder, but hemostasis was incomplete. Additional hemostasis was achieved using hemostatic forceps. A section of the device did not remain inside the patient¿s body. Hemostasis was achieved using hemostatic forceps. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.